Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On 15jul2025: ai received. It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation using farapulse system. Once the faradrive sheath was flushed and prepped properly without any issue, the dilator was inserted into the faradrive sheath. After successful transseptal puncture by using non boston scientific brk needle and sl-1 dilator, faradrive sheath was exchanged. Patient was kept under general anesthetic and heparin was given as per the hospital protocol. Wire and dilator were removed from the sheath while the sheath was left in left atrium. Running flush was attached to the sheath and the sheath was aspirated using 20 cc syringe. After 31 mm farawave catheter was flushed and prepped normally, the rosen guidewire was inserted and the catheter was exercised in different shape configurations. Running flush was attached also left wide opened. Guidewire was pulled back until it was flushed against the tip of the catheter. However, once the sheath was aspirated after the catheter was inserted into the transparent shaft of the sheath, physician noticed bubbles being aspirated back in the syringe. Attempt were made to aspirate the sheath multiple times but still the air was present in the syringe. So the catheter was removed and the sheath was aspirated without catheter, no bubbles were seen in the syringe. Now the catheter was reinserted with the guidewire pulled back against the tip of the catheter. Once aspiration was performed, the bubbles appeared in the syringe again. Thus the sheath was replaced. Once the sheath was replaced the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. 18jul2025: tracking number provided. 17jul2025: response received- it was confirmed that no abnormalities were noted during the preparation of the sheath. No leak in the sheath or no air was noted in the patient. Unknown guidewire was inserted into the sheath post-transseptal. Once the sheath was in left atrium the guidewire and dilator was removed. The sheath was aspirated once the sheath was removed. Catheter was then inserted into the transparent part of the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation using farapulse system. Once the faradrive sheath was flushed and prepped properly without any issue, the dilator was inserted into the faradrive sheath. After successful transseptal puncture by using non boston scientific brk needle and sl-1 dilator, faradrive sheath was exchanged. Patient was kept under general anesthetic and heparin was given as per the hospital protocol. Wire and dilator were removed from the sheath while the sheath was left in left atrium. Running flush was attached to the sheath and the sheath was aspirated using 20 cc syringe. After 31 mm farawave catheter was flushed and prepped normally, the rosen guidewire was inserted and the catheter was exercised in different shape configurations. Running flush was attached also left wide opened. Guidewire was pulled back until it was flushed against the tip of the catheter. However, once the sheath was aspirated after the catheter was inserted into the transparent shaft of the sheath, physician noticed bubbles being aspirated back in the syringe. Attempt were made to aspirate the sheath multiple times but still the air was present in the syringe. So the catheter was removed and the sheath was aspirated without catheter, no bubbles were seen in the syringe. Now the catheter was reinserted with the guidewire pulled back against the tip of the catheter. Once aspiration was performed, the bubbles appeared in the syringe again. Thus the sheath was replaced. Once the sheath was replaced the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Correction to b5: describe event or problem. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.